Event description:
Customer reportedly obtained results of lo and 125mg/dl within 10 minutes on the active system. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.